Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with a dexcom g7 sensor, with a highest reported glucose of 295 mg/dl and subsequent values remaining near or above 200 mg/dl despite algorithmic corrections; insulin supply was adequate, and no leaks or tubing kinks were observed. Customer care provided assistance that included a review of the event details and user-reported troubleshooting steps. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. No clinical symptoms associated with elevated blood glucose reported. Outcomes included the need for troubleshooting and education. It was concluded that the event was user-reported hyperglycemia with cause unclear and no evidence of a reportable injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.